Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that generator was explanted due to high impedance. The lead was not revised and once new generator was implanted the impedance was ok. No other relevant information has been received to date. The explanted devices have not been received for analysis to date.

Event description:
The explanted generator was received for analysis. Product analysis on the generator was completed and approved. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Regarding if any troubleshooting was performed on the generator before explant, the representative stated there was no troubleshooting completed (no pin re-insertion). It was reported in regards to generator diagnostics being performed on the m102 that only the diagnostics in situ were performed and there was high impedance (ie no generator diagnostics on just he generator were performed).